Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the pacemaker, it was found that the battery longevity had not decreased since the previous device check. Battery longevity overestimation issue was suspected. The clinician elected to continue monitoring the device. There were no consequences to the patient.